Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood squirted from a hole in the bd nexiva¿ closed IV catheter system during use. The following information was provided by the initial reporter: "customer called in to report that when retracting the needle, blood began to squirt out of the hole where the needle retracts. Patient got a little blood on their skin, but was able to stop the bleeding."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two unused, unopened units. The functional test for leakage was conducted which consisted of the representative units being placed into an artificial vein, the needles were retracted, and observed for leakage at the base of the device. An air water leak test was also performed. No leakage was observed in the representative units. Therefore, bd was not able to confirm the reported defect in the samples that were provided. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that blood squirted from a hole in the bd nexiva¿ closed IV catheter system during use. The following information was provided by the initial reporter: "customer called in to report that when retracting the needle, blood began to squirt out of the hole where the needle retracts. Patient got a little blood on their skin, but was able to stop the bleeding."